Event description:
Customer reported two cases of diffuse lamellar keratitis (dlk). Patient with trace dlk on both eyes. Patient was treated with predforte. Patient with slight photosensitivity. No loss of best corrected visual acuity.

Manufacturer narrative:
(B)(4). Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The customer does not think the intralase is causing the dlk cases. The cause of the dlk is unknown. The clinic reported this event only and did not request field service or clinical support. Placeholder.